Manufacturer narrative:
Unique device identifier (UDI): (B)(4). Device history record - DHR shows no abnormalities related to the reported issue. The lightsource (00mlx) was received for evaluation. Evaluation identified a failing lamp, power supply, two blown fuses and physical damage to the side cover. The reported complaint was confirmed from the evaluation. No further investigation required based on the acceptability of risk and no adverse trends identified.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported the xenon lightsource unit sparked and blew fuses in the operating room during an unspecified procedure. It is unknown if there was patient involvement or if the device failure led to patient injury or surgical delay.